Manufacturer narrative:
Details of complaint: the customer reported that the primary screen on the central nurse's station (cns) went black. No patient harm or injury was reported. Investigation summary: the customer swapped out the monitor, however, the new monitor was not working either. They indicated that they were still able hear sound from the device. On a follow-up with the customer, they indicated that a problem was found with the video splitter. They temporarily removed the splitter, and was able to restore signal to the main display. A review of the history of the serial number identified no similar events. Based on the available information, the most probable cause of the issue is video splitter failure. Possible causes of video splitter failure are physical damage and wear and tear.

Event description:
The customer reported that the central nurse's station (cns) primary screen went black. No harm or injury was reported.

Manufacturer narrative:
The customer reported that the cns primary screen went black. No harm or injury was reported. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) primary screen went black. No harm or injury was reported.